Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead would not insert into the delivery catheter and a guidewire was inserted into the lead to straighten it out, however, it could not move easily within the lead. The physician requested a new lv lead. After the replacement lv lead was implanted and tested through the analyzer, the physician attempted to remove the guidewire from the lead, however, the guidewire would not advance, or move, within the lead. The physician wrapped their hand around the guidewire and forcefully removed the guidewire from the lv lead. The lead was tested again and the measurements were within normal limits. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the returned stylet/guidewire was kinked/buckled. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead passed the introducer test and guidewire test when using a fresh mdt guidewire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.